Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: b i71000194, serial/lot#: (B)(6). H3: a medtronic representative went to the site to test the equipment. Testing revealed that the center button on the handswitch was damaged. The imaging system then passed the system checkout and was found to be fully functional. Hardware analysis was completed on the returned handswitch. It was installed into a test system and when actuated the button would intermittently not acquire an image. 2d and store button functioned as expected when pressed. H6: b01, c07 and d02 apply to the system checkout and handswitch. This regulatory report is being submitted due to a retrospective review through CAPA: 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the hand switch had an indent on the middle button, and it was not always exposing. There was no patient involvement. Additional information was received. The footswitch was tried and worked.